Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain due to the location of the reservoir. The patient also stated the cylinders would not inflate due to a fluid leak in the reservoir. The reservoir was explanted and replaced in a new area. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain due to the location of the reservoir. The patient also stated the cylinders would not inflate due to a fluid leak in the reservoir. The reservoir was explanted and replaced in a new area. There were no patient complications.